Event description:
(B)(6) country representative noted during review of programming history that one of their vns pt's was programmed to zero output current at one of their office clinic visits and was not intended to be programmed to that setting. Based on the settings, the pt was found to be at it is suspected that an interrupted system test occurred at the pt's previous office visit and the pt left the office at unintended therapy. The pt's vns settings have been corrected and guidance provided to prevent this event.

Manufacturer narrative:
Analysis of programming history and event suspected to have occurred.